Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by vomiting, abdominal pain and cloudy fluid coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. A day after the onset, the patient began treatment with 2 unspecified antibiotics for peritonitis. The patient was recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.